Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ladg procedure, the surgeon clamped the tissue and tried to fire the device, however could not be fired. Then tried to remove the cartridge from stomach, however the jaws could not be opened. They checked trocar did not prevent the jaws. Tried to open the jaws over again, finally could open them and removed the cartridge from stomach. The following firings by new cartridges were completed with no problem. No harm was caused to the patient.